Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that three leaks occurred during a patient's hemodialysis (hd) treatment. The first blood leak occurred upon initiation of the patient's hd treatment. There was no blood loss as the patient¿s blood did not hit the lines before the leak was noticed for the first occurrence. The second occurrence was noticed during priming after resetting up and the patient was not connected at the time of the second dialyzer leak. The third occurrence the patient was hooked up. The blood leak occurred upon the initiation of the patient¿s treatment. The patient¿s estimated blood loss was 250 ml. The nurse confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm for each occurrence. Blood leak test strips were not used as the leak was visually observed on the dialyzers (locations unspecified). The nurse confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. It was reported that the dialyzers are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third-party website was verified, and no information was found that the customer returned the sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.